Event description:
It was reported customer experienced unresponsive wake button. The customer could not recall their blood glucose level, but ended up going to the emergency room and was admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple follow-up attempts were made by tandem technical support for hospital release date with no response. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.